Event description:
Information received from the field notes that a holter monitor recording displayed pauses with rates below the base rate, in the 30-40 bpm range. Oversensing and rising capture thresholds were also observed. The patient was not pacemaker dependent.